Event description:
On 8-6-97 one of crews responded to a cardiac arrest call. Pt was placed on the monitor via electrodes. Pt. Was found to be in ventricular fibrillation. The pt was defibrillated at 200 joules, and again at 300 joules. After the second defibrillation, the device shut down. The paramedic tried replacing the batteries and adjusting the devices settings. The monitor remained shutdown. After approximately ten minutes, the device came back on and began to operate appropriately. The device malfunction impeded the paramedics ability to adequately and appropriately treat the pt.